Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush heads broke top metal pin came out causing the brush head to fall apart - oral -b power care refills [device breakage] case narrative: consumer e-mail stated that while their 9-year-old daughter was brushing her teeth, the brush head broke when the top metal pin came out, which caused the brush head to fall apart. No injury was reported.